Manufacturer narrative:
Block b5 has been updated for the additional information received. Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: a flexima biliary stent was received from analysis. Visual inspection found that the push catheter suture hole was torn. The suture did not return and was detached. The guide catheter was observed to be in good condition, and it was possible to extend and retract. No other damage was noted to the device. Product analysis could not confirm the reported event of catheter guide break as it was able to extend and retract during functional testing. The investigation concluded that the observed torn of the push catheter suture hole could be due to the physician's technique or tortuosity of the procedure. It was also possible that the same force applied when trying to deploy the stent made the suture to detach from the device. These damages were classified as adverse event related to the procedure. Based on all available information, the investigation selected that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be implanted during a procedure performed on an unknown date. During the procedure, the inner catheter broke, but no fragment fell into the patient. The procedure was completed with another stent of a different model. There were no patient complications as a result of this event. ***additional information received on november 9, 10, and 20, 2025: it was later confirmed that the stent was to be implanted in the porta hepatis (hilum of the liver) to achieve biliary drainage at the hilum and treat a severe stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in october 2025. The specific date is unknown. It was further reported that the broken inner catheter remained within the push catheter during removal from the patient.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be implanted during a procedure performed on an unknown date. During the procedure, the inner catheter broke, but no fragment fell into the patient. The procedure was completed with another stent of a different model. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.